Manufacturer narrative:
Age at time of event: (B)(6) years old at the time of study enrollment.

Event description:
It was reported that the stent fractured. The subject was enrolled in the (B)(6) study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion was located in the right distal superficial femoral artery (sfa) with 80 % stenosis. The target lesion was 30 mm long with a proximal reference vessel diameter of 6.0 mm and a distal vessel diameter of 6.0 mm. It was classified as a tasc ii a lesion. The target lesion was treated with pre-dilatation and placement of a 7.0 mm x 60 mm study stent. Following post dilation residual stenosis was 10 %. On (B)(6) 2016, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2021, during 60-month follow up, diagnostic test of (B)(6) x-ray was performed, which revealed distal grade iii-stent fracture with preserved alignment of the components. No adverse event associated with the stent fracture was reported.